Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. A gross visual examination of the returned device revealed a short fiber at approximately 10 degrees on the non-cavity ID end of the dialyzer at approximately 10 degrees (with the dialysate ports at 0 degrees). The dialyzer was then subjected to a laboratory bubble point leak test in which the dialyzer was pressurized and submerged in water; a leak was observed as a steady stream of bubbles originating from the potting cut surface on the non-cavity ID end (at the location of the short fiber). The dialyzer was then subjected to destructive disassembly to better isolate the location of the leak. The fiber bundle was removed from the dialyzer housing and submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. Air bubbles were detected escaping from the short fiber fragment. No other dialyzer damage or irregularities were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed a short fiber at the non-cavity ID end. Additionally, the dialyzer was subjected to a laboratory leak test, which confirmed the presence of an internal leak. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 150 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.